Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - per boston scientific, this patient was to undergo surgical intervention on (B)(6) 2016. This is all of the information that was provided. Should additional information become available, this event will be updated.

Manufacturer narrative:
On 2/21/2017 - the analysis has been updated to include the analysis of data. We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis. Therefore the device itself could not be investigated. The information you provided has been carefully analyzed. The available iegm demonstrated noise artefacts on the rv as well as in the ra channel as mentioned in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.